Manufacturer narrative:
H10: manufacturing review: the lot number for the device was provided, and a device history record was performed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001510198 was performed and no recorded quality problems or rejections related to this incident were found. The product was inspected during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. H10: investigation summary: one safe-t-centesis kit was received by our quality team for evaluation. A visual inspection was performed to the returned sample. A plastic cap was observed on the tip of the needle. It may be moving freely inside the kit. Based on the visual inspection performed, the reported foreign matter failure mode was confirmed. A probable root cause cannot be established based on the available information. H10: b5 (describe event or problem), g4 (date received by manufacturer), g7 type or report - follow up# 1), h2 (correction, additional information, and device evaluation). H11: h6: annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the safe-t-centesis kit had a piece of plastic identified on the tip of the needle and was not used. There was no reported patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending. The investigation of the reported event is currently underway. H10: b3 (date of event: date of awareness was entered in the date of event field as the actual date of event is unknown). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the safe-t-centesis kit had a piece of plastic identified on the tip of the needle and was not used. There was no reported patient contact.